Manufacturer narrative:
The investigation confirmed that higher than expected vitros glu results were obtained from a single cartridge of vitros chemistry products glu reagent slides while using a vitros 5,1 fs system. The investigation determined that this customer may not have processed samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. A reagent related issue; an analyzer related issue or a pre-analytical sample processing issue cannot be ruled out as contributing factors.

Manufacturer narrative:
The narrative of the original emdr was written in error as "the customer obtained higher than expected vitros glu patient result (<20 mg/dl vs. An expected result= 145.8 mg/dl ) from a single slide cartridge while using the vitros 5,1 fs system. The affected vitros glu patient result was reported from the laboratory". However, the customer obtained a lower than expected result as indicated by the patient result values and the affected patient result was not reported from the laboratory. The narrative of the original emdr was written in error as "the investigation confirmed that higher than expected vitros glu results were obtained from a single cartridge of vitros chemistry products glu reagent slides while using a vitros 5,1 fs system". However, it should have been stated as "the investigation confirmed that lower than expected vitros glu result was obtained from a single cartridge of vitros chemistry products glu reagent slides while using a vitros 5,1 fs system". The current supplemental MDR is being filed to correct the information stated in the original emdr. The incorrect information on the original emdr is a human error and the investigation/conclusions were not affected due to this error.

Event description:
The customer obtained lower than expected vitros glu patient result (<20 mg/dl vs. An expected result= 145.8 mg/dl) from a single slide cartridge while using the vitros 5,1 fs system. The affected vitros glu patient result was not reported from the laboratory. (B)(4).

Event description:
The customer obtained higher than expected vitros glu patient result (<20 mg/dl vs. An expected result= 145.8 mg/dl ) from a single slide cartridge while using the vitros 5,1 fs system. The affected vitros glu patient result was reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. However, the customer retested the result due to patient history and the corrected result was reported. There was no allegation of harm to the patient as a result of this event. (B)(4).